Manufacturer narrative:
The product has been requested for return but has not been received. MFR references (B)(4).

Event description:
Customer claims that the alarm has power but no alarm tone when pressure is off the pad or when the sensor is detached from the alarm. The alarm was tested with a new chair pad and new batteries. This was discovered during use with a pt and there was no pt incident or injury that occurred.